Event description:
It was reported that in june 2011, the patient¿s catheter broke so their health care professional (hcp) replaced the entire system since pump was getting older. The patient¿s therapy was indicated as intrathecal baclofen (itb). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type catheter; product ID 8575, lot # j0203519r, implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type accessory. (B)(4).